Event description:
On (B)(6) 2025, the user experienced both hyperglycemia and hypoglycemia during ilet use. Glucose rose to 351 mg/dl and later decreased to 40 mg/dl as the ilet delivered correction insulin. The hypoglycemia was treated with baqsimi, after which glucose returned to range. No hospitalization or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.